Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device dislocation ('migration'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain"), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("alergy:rash/skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel - diag. Post-essure"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), migraine ("migraine"), nausea ("nausea") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((salpingectomy.(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, fatigue, gastrointestinal disorder, hormone level abnormal, headache, migraine, nausea and alopecia outcome was unknown and the pelvic pain, autoimmune disorder, back pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, genital haemorrhage, dermatitis allergic, hypersensitivity, allergy to metals, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, cystitis, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: chronic, dyspareunia (painful sexual intercourse),dysmenorrhea(cramping),back ,pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general. Abnormal bleeding, breakage, migration, bladder problems, urinary problems, bladder infection., uti, vaginal discharge, other, vaginal infection, plaintiff suffered extreme metallic and foul odor, general pain and suffering, bodily impairment, mental anguish, loss of enjoyment of life, humiliation, degradation, disfigurement, general damages, special damages, related psychological harm that accompanies the physical injuries suffered from essure. Plaintiff claiming general damages, special damages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("breakage/ expulsion: breakage"), device dislocation ("migration"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("general abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("chronic/pelvic pain"), autoimmune disorder (seriousness criterion medically important), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea(cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically important), dermatitis allergic ("alergy:rash/skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel - diag. Post-essure"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), migraine ("migraine"), nausea ("nausea") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((salpingectomy.(bilateral)). At the time of the report, the pelvic pain, autoimmune disorder, back pain, abdominal pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, dermatitis allergic, hypersensitivity, allergy to metals, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved. The outcomes for device breakage, device dislocation, fatigue, gastrointestinal disorder, hormone level abnormal, headache, migraine, nausea and alopecia were unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, cystitis, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure administration. The reporter commented: plaintiff received treatment for fallowing conditions: chronic, dyspareunia (painful sexual intercourse),dysmenorrhea(cramping),back ,pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general. Abnormal bleeding, breakage, migration, bladder problems, urinary problems, bladder infection., uti, vaginal discharge, other, vaginal infection, plaintiff suffered extreme metallic and foul odor, general pain and suffering, bodily impairment, mental anguish, loss of enjoyment of life, humiliation, degradation, disfigurement, general damages, special damages, related psychological harm that accompanies the physical injuries suffered from essure. Plaintiff claiming general damages, special damages. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the following amendment was made: upon receiving a internal review, it was confirmed that cases (B)(4) are duplicates of each other, all the information from deleted duplicate case (B)(4) transferred the retention case (B)(4). E2b company number added. Hence, this case should be deleted from bayer data base. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device dislocation ('migration'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain"), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("allergy:rash/skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel - diag. Post-essure"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), migraine ("migraine"), nausea ("nausea") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, fatigue, gastrointestinal disorder, hormone level abnormal, headache, migraine, nausea and alopecia outcome was unknown and the pelvic pain, autoimmune disorder, back pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, genital haemorrhage, dermatitis allergic, hypersensitivity, allergy to metals, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, cystitis, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: chronic, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), back, pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general. Abnormal bleeding, breakage, migration, bladder problems, urinary problems, bladder infection., uti, vaginal discharge, other, vaginal infection, plaintiff suffered extreme metallic and foul odor, general pain and suffering, bodily impairment, mental anguish, loss of enjoyment of life, humiliation, degradation, disfigurement, general damages, special damages, related psychological harm that accompanies the physical injuries suffered from essure. Plaintiff claiming general damages, special damages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Injury nos replace with new events: chronic, dyspareunia (painful sexual intercourse),dysmenorrhea(cramping), back, pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding, rash/skin condition, hypersensitivity, nickel - diag. Post-essure, breakage, migration, bladder problems, urinary problems, bladder infection., uti, vaginal discharge, vaginal infection, fatigue, gi conditions, hormonal changes, headaches, migraine, extreme metallic and foul odor, general pain and suffering, bodily impairment, mental anguish, loss of enjoyment of life, humiliation, degradation, disfigurement, physical injuries, nausea, hair loss & autoimmune disorder were added. Outcome of the events pain, bleeding, allergy, bladder/urinary were updated. Case becomes incident. Plaintiff's information updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.